Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right ventricular (rv) lead, lead integrity alert (lia) triggered for two or more non sustained episodes and high sensing integrity counter (sic). It was also reported that there appeared to be rv lead oversensing and noise. Additionally, it was reported that the rv lead had an suspected low voltage fracture and inappropriate shock occurred due to the oversensing. The rv lead detections were turned off, patient was hospitalized and troubleshooting was performed. The rv lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted:(B)(6)2002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right ventricular (rv) lead, lead integrity alert (lia) triggered for two or more non sustained episodes and high sensing integrity counter (sic).  It was also reported that there appeared to be rv lead oversensing and noise.  Additionally, it was reported that the rv lead had an apparent fracture and inappropriate shock occurred due to the oversensing.  The rv lead detections were turned off, patient was hospitalized and troubleshooting was performed.  The rv lead remains in the patient.  No further patient complications have been reported as a result of this event.